Event description:
Per importer's MDR: it was reported the caster has come apart and is now missing pieces.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd. Since there was no model number provided and the device was not returned for evaluation.